Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be no longer reportable. H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned for evaluation. The investigation is identified for accessory incompatible and filling problem. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly experienced accessory incompatible and filling problem. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation. The investigation is identified for unintended movement. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly experienced unintended movement. This report was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided.